Event description:
Philips received a complaint by the authorized service provider (asp) on the v60 indicating that the power cord wires were exposed. There was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The authorized service provider (asp) evaluated the device and found that the power cord needed to be replaced as the wires were exposed. The asp ultimately replaced the power cord, performed leakage testing, and returned the device to service as the device passed the required performance verification tests per philips standard. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.